Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd has been provided with a photo and samples for catalog 301948 lot 1903209 to investigate for this record. Visual examination of the samples shows scratches/stains on the barrel of the syringe which consist of the polypropylene material during the molding process. As a result, bd was able to verify the reported issue. During this molding process, some polypropylene particles could form small layers on the surface of internal parts of the mold. This issue produces an opaque barrel wall in some areas. Internal scratches may be produced from the same issue during the unmolding of the barrel. This is considered a cosmetic issue with no risk to the health of the patient. Bd has a preventative maintenance program for all molds and presses and during these activities, if bd operators identifies the possible presence of these layers in the mold, they are removed. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Rationale: bd can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that inside the barrel of the syringe was damaged and scratched with a bd¿ 20 ml syringe with needle. This occurred on 20000 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the product was delivered from the supply room to the department. The department found scratches on the inner wall of the syringe, which was rough and opaque. Then the supply room conducted a random inspection and found that each box had this problem. There were two material numbers and batch numbers, a total of 20,000.